Event description:
A customer reported experiencing a cartridge alarm during the loading process of their pump. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer contacted technical support, who confirmed the occurrence of cartridge alarms with consecutive cartridges. Although the pump was out of warranty, technical support offered to replace the pump, and the customer expressed interest in obtaining an out-of-warranty loaner pump.